Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to go into the emergency room for hyperglycemia with blood glucose (bg) levels reading from 29 mg/dl to 564 mg/dl and then up to 600 mg/dl. The patient had a seizure and blacked out when they were at home depot and the patients husband rushed her to the hospital. The patient was admitted to the intensive care unit for 5 days and had to remain in the hospital for another 3 days before her bg levels normalized. The patient was given insulin intravenously at the ICU. The patient was diagnosed with sepsis. The patient is on antibiotics and amoxicillin. The patient is now going through physical therapy and has a nurse that comes to her twice a week.